Event description:
Patient intubated and placed on ventilator. Almost immediately, the ventilator alarmed indicating low oxygen calibration. Staff was unable to clear alarm and power supply unit failed. Patient was successfully transferred to a different ventilator without incident.